Event description:
On 1/20/98 the account reported a false positive bhcg result of 108.49 mlu/ml, which was run on the imx analyzer. According to the account, the pt run was accepted based on two out of three controls within range. Due to the reported result, the pt was put on a "pregnancy protocol." Procedures or testing involved in the protocol were not known by the account. The lab was then asked to repeat the sample, which had been frozen, and a result of 0 mlu/ml was given. All levels of controls were within range at this time. The same reagent and controls were used for both runs. No report of any injury.